Manufacturer narrative:
The product was installed at the user site (B)(6) 2015. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The service history and product device history record were reviewed with no issues found. A field service engineer inspected the unit involved in the event. The old handpiece was replaced with a new handpiece, which was confirmed to be operating within specification. The handpiece is being returned to candela for further evaluation.

Event description:
A site in (B)(6) reported that the laser system handpiece caused an electric shock to the end user. No injuries were reported.